Event description:
During a remote follow-up, the app was unable to be paired to the device due to a suspected ble malfunction of the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.